Event description:
The customer reported the device battery eject button was not holding the battery in place. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.